Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physicaian used a cook endoscopy oasis - one action stent introduction system. The stent was advanced into position. Resistance in removing the guiding catheter of the introduction system from the stent was encountered. Additional effort was applied and the introduction system buckled. The stent was able to be placed with effort. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Date of occurrence is 2007. Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history revord or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. The info provided indicated additional effort was applied when resistance in guiding catheter removal was encountered. If the introduction system receives excessive pressure during an attempt to place the stent, damage to the introducer such as kinks and buckled areas can occur. Prior to distribution, all oasis and fusion oasis - one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a corrective action has been initiated in a effort to reduce occurrences of guiding catheter removal difficulties. Based on the date of this report, we can confirm that this product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.